Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top case was cracked on the bottom right. Customers reported issue was duplicated during power-up. The root cause of the reported issue was not determined. Actions taken to mitigate the reported issue: replaced battery and interconnect board as preventive measure. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that battery communication error event occurred. No patient injury reported.